Event description:
It was reported that the 9800 system is displaying a kv on in error and a low ma. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the high voltage tank. High voltage tank replaced and filament calibration performed. The system was tested and found to be working as intended and placed back into service.